Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed the wingset had small chunk missing from tubing which caused blood to leak on one (1) device. No patient or user impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed the wingset had small chunk missing from tubing which caused blood to leak on one (1) device. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-sep-2024 investigation summary bd received 41 samples for investigation. Out of these, thirty samples underwent functional tests, with one sample failing due to leakage from a hole in the tubing. Additionally, 30 retained samples were subjected to functional tests, all of which passed without any signs of damage, cut tubing, or leakage. These retained samples also underwent functional tests for retraction lockout, and all samples passed, showing proper activation without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes of cut product and leakage during use. The root cause was determined to be a broken windhead. A correction was performed by replacing the windhead which allowed the product to better conform to the pocket of the blister pack. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.